Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: stent dislodgement. It was reported that the proximal segment of the lesion was stented with a 3.0 x 28 mm xience v. An attempt was made to advance the 2.25 x 28 mm xience v through the 3.0 x 28 mm xience v stent that had just been deployed, but it would not pass through the previously deployed stent. The catheter was pulled back and it was noticed that the stent was not on the balloon. At this point, the radial artery then went into spasm; therefore, the femoral artery had to be used instead. The catheter was then placed in the left side of the heart to look for the dislodged stent, but it could not be found. The original catheter that was used via the radial artery to delivery the stents, was also checked and the dislodged stent was not found there either. It is thought that the stent may be somewhere in the peripheral anatomy of the pt, but it is not known for certain. No additional event or pt information is available.